Manufacturer narrative:
- Similar cases analysis permit to conclude that the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. - however, the first cause of this problem could not be fully identified. - this case is recorded for trending purposes.

Event description:
Reportedly, on 13-december-2024, the statute light is stuck in orange.